Event description:
The pt was implanted with an scs system on (B)(4) 2011. It was reported that she lost stimulation after implant. It was discovered that one of the pt's leads had migrated. Surgical intervention was undertaken on (B)(6) 2011 to rectify this matter. At that time, the migrated lead was replaced and a new lead was added. Effective stimulation was recaptured for the pt as a result.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.